Event description:
Following an MRI, the patient presented to the physician with pain at the chest and clavicle area, shoulder, and neck. Patient reported the pain was on the same side as the implant. Physician administered an injection for pain management.